Manufacturer narrative:
(B)(4). Batch # unk. Batches included in lot l4ff1l: batch: l5512h; manufacturing date: 11/04/2014; product exp. Date: 10/04/2019; batch: l54y34; manufacturing date: 10/29/2014; product exp. Date: 09/29/2019. The analysis results showed that one ecr60g cartridge reload was received. The reload was received fully fired and with no cartridge pan. No further functional test could be performed due to the condition of the reload. No conclusion could be reached on what may have caused the cartridge pan to dislodge. One possible cause could be improper unloading technique. Please make sure the device is unloaded by pushing the cartridge upward (toward the anvil) to unsnap the reload from the cartridge jaw. Any twisting or off center pushing can lead to this issue. It should be noted that a 100% inspections takes place during manufacturing to ensure the device meets the required specifications. Results: a batch record review was performed and no anomalies were found during the manufacturing process.

Event description:
The device received has been classified as an un-reconciled blind unit. No further information is available.